Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany: "stamp of syringe is leaky." "Leakage of heparin syringe, stamp (rubber) leaking. 48 min after start of treatment. No device alarm.. Personal injury: approx. 400 ml blood loss."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received one used and contaminated 30 ml syringe from the competitor infuject. The syringe is filled with approx. 15 ml blood. The syringe is not a bbm product. Therefore, no further investigation is possible. As no bbm sample (bbm product) was provided for testing, no further testing can be performed. The complaint is only taken to knowledge and filed for statistical purposes.